Event description:
The customer reported that this right atrial (ra) lead exhibited low out-of-range (oor) impedance measurements (100 ohms) and high pacing thresholds (6v at 1ms). This lead was surgically abandoned and was successfully replaced thereafter. No adverse patient effects were reported. The lead was actively implanted for approximately 12 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), and was successfully replaced thereafter. The lead will not returned for analysis; as a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.